Event description:
Boston scientific received information that the patient with this implantable lead under went a knee surgery procedure. After the procedure, thresholds had increased. Further information from the local field representative indicated that thresholds had been chronically elevated and the atrial lead had been set to high outputs. Subsequently a lead revision procedure was performed where it was determined the lead had dislodged. The lead was explanted and replaced. There were no adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. The lead was noted to have been severely stretched to a length of 775 millimeters (mm). Nominal length for this lead is 640 mm. The rs- polyurethane was bunched in several places. Numerous areas of additional damage to the lead were noted which were attributed to damage done during the explant procedure. The clinical observations were not able to be confirmed.